Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 400 mg/dl at the time of incident. The customer reported that the no delivery alarm kept recurring after multiple set changes. The insulin pump will be returned for analysis.